Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went to reset and that they needed assistance. The alarm history had unexpected restart and external ram error. Troubleshooting was performed the unexpected restart. The customer¿s blood glucose level was about 148 mg/dl at the time of the incident. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time. The alarm occurred shortly after battery change. The customer was advised to insert a new battery and the insulin pump alarmed unexpected restart again. Troubleshooting for the external ram error was also performed and found that it passed self test. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test and unexpected restart error test. No unexpected external ram crc error alarm, unexpected restart error alarm or unexpected restart error alarm after battery change noted. No cosmetic damage noted.